Manufacturer narrative:
(B)(4). The first ¿22mm of the shaft has broken off. The fracture is consistent with overload. It has been identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the shaft broke during use. No patient complications were reported.